Event description:
It was reported that cadd solis vip pump alarms cassette not attached, during testing. No patient involvement reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal. There was evidence of the reported problem recorded in the event history log. The customer reported problem cassette not attached properly, was verified/duplicated. When powering up the device the pump started to alarm cassette not attached properly. During investigation the downstream occlusion sensor was found to be intermittent. This intermittent downstream occlusion sensor was found to be the cause of the reported problem. For corrective action the intermittent downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken., corrected data: correction: d4: model number: 2120.